Manufacturer narrative:
(B)(4). UDI: (B)(4). The customer was provided with a replacement device. Physio-control has performed an initial evaluation of the unit. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up and became unresponsive during a synchronized cardioversion procedure. Medical personnel advised that a (B)(6) male was being treated for rapid atrial fibrillation. The device was placed into sync mode and charged to 200 joules; however, when attempting to shock the device froze. The device was immediately removed from service and a backup unit was obtained in order to continue patient care. The patient survived the event and has since been discharged from the hospital. The customer advised that no further details about the patient or the event were available.

Manufacturer narrative:
Physio-control completed additional testing on the device and was able to duplicate the reported issue. Physio observed that after monitoring a test normal sinus rhythm (nsr) for an hour with sync on, that the device would experience a temporary lock-up (approximately 20 seconds) after both charging the device and then pressing the shock button. When this occurs, the energy is not delivered. The device would then reboot by itself, which caused the device to disarm (dump) the charge. Physio determined that the cause of the reported issue was the therapy pcb assembly; however, further component level cause could not be determined.